Manufacturer narrative:
The biomedical engineer (bme) reported that the devices connected to the multiple patient receiver (org) will show they are online and communicating with the central nurse's station (cns) and then go in communication loss. He would then reboot the org then the issue will momentary resolve until the connected devices go back into comm loss. The error lights on the org are constantly lit.. No patient harm was reported. Investigation conclusion: the evaluation of the returned device shows that this complaint is confirmed. The root cause of the reported issue is due to cpu malfunction. No further investigation will be performed. Additional device information: d10 concomitant medical device. Central nurse's station. Model: pu-621r. Sn: (B)(6). Telemetry transmitter. Model: zm-531pa. Sn: (B)(6). Telemetry transmitter. Model: zm-531pa. Sn: (B)(6). Telemetry transmitter. Model: zm-531pa. Sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer . H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the devices connected to the multiple patient receiver (org) will show they are online and communicating with the central nurse's station (cns) and then go in communication loss. He would then reboot the org then the issue will momentary resolve until the connected devices go back into comm loss. The error lights on the org are constantly lit. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the devices connected to the multiple patient receiver (org) will show they are online and communicating with the central nurse's station (cns) and then go in communication loss. He would then reboot the org then the issue will momentary resolve until the connected devices go back into comm loss. The error lights on the org are constantly lit. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the devices connected to the multiple patient receiver (org) will show they are online and communicating with the central nurse's station (cns) and then go in communication loss. He would then reboot the org then the issue will momentary resolve until the connected devices go back into comm loss. The error lights on the org are constantly lit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Central nurse's station model: pu-621r. Sn: (B)(6). Telemetry transmitter model: zm-531pa. Sn: (B)(6). Telemetry transmitter model: zm-531pa. Sn: (B)(6). Telemetry transmitter model: zm-531pa. Sn: (B)(6).